Manufacturer narrative:
The rpt'd problem could not be duplicated. The frequency of death or serious injury rpt's for code 102 (overdelivery) for lifecare 5000 products is .49/million sets.

Event description:
Overdelivery reported. The pump was in use delivering heparin (25,000u/250ml) via primary infusion at 8ml/hr. A concomitant infusion of an unspecified maintenance fluid was infusing at 125 ml/hr via secondary. A nurse reports that a new container was started at 9am and completed within 8 hours. The heparin was stopped and the patient was observed. No adverse effects were reported and the heparin was re-started at a later time when the patient's serum ptt returned to normal. No further information was available.